Manufacturer narrative:
Mfg. Date was approximate. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. After registration, the system displayed the localizer was not connected. The camera had two green lights, but still displayed the localizer was not connected. Technical services instructed the manufacturer representative to restart the system. This was done without resolution. No further troubleshooting could be performed. The site was going to continue the procedure with the use of a different navigation system . The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. The manufacturer representative called back later and was instructed by technical services to bypass the I/o hub from the scu connection, which resolved the issue. The audio was confirmed to be working, but it was now indicated the monitor screen was flashing. No complications were reported/anticipated.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed across multiple restarts of the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.